Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a high reading, self-treating with insulin (dose/type unknown) based on the reading, and subsequently experiencing a loss of consciousness. Customer was seen at a hospital where she was diagnosed with hypoglycemia and treated with zofran oral tablets due to her vomiting, and also had blood tests, MRI, x-ray, and CT scan performed. A sensor scan result of 121 mg/dl was reportedly obtained compared to a reading of 36 mg/dl obtained on the hcp meter. No additional treatment details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported receiving a high reading, self-treating with insulin (dose/type unknown) based on the reading, and subsequently experiencing a loss of consciousness. Customer was seen at a hospital where she was diagnosed with hypoglycemia and treated with zofran oral tablets due to her vomiting, and also had blood tests, MRI, x-ray, and CT scan performed. A sensor scan result of 121 mg/dl was reportedly obtained compared to a reading of 36 mg/dl obtained on the hcp meter. No additional treatment details were provided. There was no report of death or permanent injury associated with this event.